Manufacturer narrative:
The fse discovered reagent probes 1-4 were dripping, and the sample probe was partially blocked with gel. The fse replaced the red and white fittings on the reagent probe lines and replaced the sample probe. The unit conformed to the manufacturer's performance specifications. Reagent probe fitting.

Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above the normal reference interval, for multiple patients, involving unicel dxi 800 access immunoassay system. Subsequent testing on an alternate unicel dxi 800 access immunoassay system produced lower results within the normal reference interval. The elevated results were released out of the laboratory. Amended reports were issued. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.